Event description:
The distributor reported contamination was identified in the barrel of the syringe within the kit during their initial inspection of receiving product. The device was not sent to a user facility.

Manufacturer narrative:
Device eval: one new un-opened device returned for eval. The eval is in process. A f/u report will be submitted when the eval has been completed.